Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump had damage. The blood glucose at the time of the incident was 135 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.